Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a patient experienced after a cataract surgery. One day postoperatively, patient did not show any anomalies. Four days postoperatively, the patient was urgently treated due to vision loss, and beginning of pupillary membrane without hypopyon was observed. The patient was treated with subtenon, systemic and topical corticosteroids. 24 hours after treatment, the patient was improving. The membrane was smaller and eye fundus show details. At that time, the issue looked liked an inflammatory process of possible immunological cause. This is one of four reports being filed for the same event. This report is for the first patient who underwent surgery on (B)(6) 2015.

Event description:
Additional information was received from the surgeon: patient is recovering. Intravitreal antibiotic was administered to treat the event. No vitrectomy was required.

Manufacturer narrative:
Evaluation summary: there are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. Meticulous prepping and draping of the patient before surgery are important, to isolate the eyelids and lashes from the surgical field. Attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. All the products used in surgery were discarded therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
A service visit was performed.